Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt sent an email stating they have not been able to locate the medical rep, and no medical rep has contacted them since they had their stimulator put in. They are having issues with the device. It is not providing the same relief as before and the battery does not seem to be lasting. Additional information was received from the patient. Patient reported the battery is not holding a charge like it used to and the device is not delivering the same relief that it was within the first year and a half. Patient stated the internal battery seems to be draining a lot faster since probably about 7 months ago. Patient confirmed they are recharging the implant quite often. Patient provided current battery levels: controller 100% and implant 50%. Patient stated that they have never been contacted by medtronic rep. Patient mentioned that they already tried contacting their doctor about the issue but was advised to reach out to a medtronic rep. Patient mentioned they do not have any contact information of a rep. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to reps for visibility.